Event description:
It was reported that the insulin pump alarmed motor error. Customer has changed the infusion set and reservoir. The blood glucose reading is 65 mg/dl. The motor error occurred during the prime process. Assisted the customer with clearing the alarm. Customer was unable to rewind the insulin pump. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.